Manufacturer narrative:
We are arranging the return of the complaint device to begin the investigation.

Event description:
When you turn on the pressure control, it makes a loud, squeeling noise. This started a couple of months ago.